Event description:
It was reported to co that during the procedure, a vessel dissection occurred. The physician was having difficulty engaging the ostium of the left main coronary artery and cirumflex which were very close together, almost sharing a lumen. After attempting to use an ebu3.75 and a fl4.o, the physician selected an fl3.5 to engage the vessel. While attempting to cannulate the vessel, a dissection of the left main and of the circumflex arteries occurred. The pt was immediately sent to the o.r. For bypass surgery. The surgery was a success and the pt is reported to be recovering.